Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery and alarm confirmed in history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. We were unable to perform occlusion test and error test due to motor error alarms. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error. It was noted that the alarm occurred while the customer was sleeping. It was noted that the insulin pump had an e70 alarm, however it was not exposed to a high magnetic field. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 416 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being replaced.